Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2009, the patient experienced a knee pain due to a lateral femoral condyle wear in femur because of polyethylene wear and the metal femur was rubbing on the titanium baseplate. This adverse event was treated by a revision surgery on (B)(6) 2025, in which a gii cr deep flex isrt s3-4 9m and a gii oxinium fem size 6 right were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: h6 (health effect - clinical code). Correction: h6 (health effect - clinical code) code e2107 removed. Internal complaint reference: (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation. However, the photographs were reviewed and revealed that one side of the insert is extremely worn out and has missing material. In the case of the femoral component, the image revealed that one side of the device is worn out. The clinical/medical investigation concluded that the root cause of the patient¿s knee pain was due to lateral femoral condyle wear in femur because of polyethylene wear and the metal femur was rubbing on the titanium baseplate. The instructions for use for knee systems lists in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Of note, the implant was in situ approximately 16-years prior to its revision in which a gii cr deep flex isrt s3-4 9m and a gii oxinium em size 6 right were exchanged. Consequently, the current health status of the patient is unknown. Therefore, the patient impact beyond the reported pain, revision, and expected transient post-operative convalescence period cannot be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction, joint tightness or lifetime of the device. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.